Manufacturer narrative:
Findings: unit passed the rewind basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and e70 error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error while filling tubing. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. The customer didn't received e70 alarm and no magnetic field exposure such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.